Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report several bad sensors. The customer's blood glucose levels ranged from 200 to 300 mg/dl. The customer stated that the sensors had lost sensor alerts, sensor did not load into the serter, blood at the insertion site, a bent cannula, a battery out limit alarm, an a47, a54, and a21 alarm. The customer was advised that the a47 alarm was due to the insulin pump being stored without the battery for too long. The customer also reported two hospitalizations on (B)(6) 2015 and (B)(6) 2015 due to seizures that were related to hyperglycemia. The customer's blood glucose level at the time of incident was 600 mg/dl. The customer was not wearing the sensor at the time of admissions. The customer stated that she had autoimmune disorders that may have contributed to the hospitalizations. The customer performed a self-test and it passed. The customer's sensors were replaced and returned; however the insulin pump was not replaced or returned.